Event description:
It was reported that pleural tamponade occurred during procedure for atrial fibrillation. Punction and surgical pleural drainage was performed during 24 hours. Then, pleural drain as taken off in 2009. Resolved without sequelae. Date of recovery four days later. The prognosis for patient was satisfactory. This complaint was initially reported under the carto xp system. Biosense webster became aware about the navistar thermocool catheter being involved five days later.

Manufacturer narrative:
Biosense was alerted about the concomitant products used during the procedure in 2009. None of the concomitant products were returned for investigation.